Manufacturer narrative:
Additional information: h3 - device evaluation: the lens was returned dry in a microcentrifuge vial with foreign material on the lens surface. Visual inspection found no visible damage and foreign material on the lens surface, specifically thick residue on haptic and footplate. Claim# (B)(4).

Manufacturer narrative:
Additional information: h6 - type of investigation 3331 - device history record (DHR) review: based on the results of the investigation, all released devices from the associated work order(s), including the suspected device, have been manufactured within established process parameters and there is no indication that the manufacturing and processing of the device contributed to the complaint issue. Claim# (B)(4).

Manufacturer narrative:
Age, weight, and ethnicity: unk. Work order search found no similar complaints. Claim# (B)(4).

Event description:
The reporter indicated that a 12.6mm vticm512.6 implantable collamer lens of -12.5/2.0/95 (sphere/cylinder/axis) was implanted into the patient's right eye (od) on (B)(6) 2022. The lens was intraoperatively implanted, removed, and replaced with a same size lens due to a foreign body adhesion. The problem was resolved.

Manufacturer narrative:
Corrected data: b1: product problem added and adverse event omitted for correction. B2: required intervention to prevent permanent impairment/damage omitted for correction. D4: model#vticm512.6. H6: 2993 omitted for correction. Claim# (B)(4).